Event description:
A falsely elevated troponin I result of 1.25 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The original sample was retested on alternate methodology and a negative result was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was heterophilic antibody.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was heterophilic antibody. The IFU for stratus cs cctni testpak contains the following info: "pt samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and pt history should be interpreted with caution." The instrument is performing within specifications.